Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was dismantled and it was found that the cable connection inside the battery was loose. It was determined that when the device was inserted into the charger, there was no refreshing, checking or charging was possible; and the device could not be identified by the charger. It was determined that the device was subjected to excessive vibration/dropping damage which greatly exceeded the limit that occur in normal daily operation. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that after surgery, it was observed that the battery device had power but did not charge. According to the report, there were no lights or indications when the device was placed on the charger device. There were no delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.